Event description:
A malfunction occurred with the customer's pump, indicated by malfunction code 16, and there were no notable events prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and arranged for the pump's replacement. They also guided the customer on how to put the pump into storage mode and return it using a pre-paid label within ten days, which the customer understood and acknowledged.